Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was facing a non-recoverable fault 26000. Technical support engineer (tse) guided customer to perform a hard power cycle with emergency power off (epo) twice, without any success. Tse could not review the logs; the system was not onsite connected. Then, tse guided customer to connect the ethernet cable to the wan port of the router without any success. Later, tse received a photo of the logs and noticed an error 297. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the isi core controller (icc), which did not resolve the problem and will replace the core. Repair/replacement is in progress. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the core for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 297 points to the node msc (icc).